Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level was 212 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.